Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer called the customer and confirmed that the customer was removed the broken cable and added the cable to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the data cable from the pyxis unit to the tower was damaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.